Event description:
It was reported that (1) tct75 was used during a bowel resection procedure. It was reported by the rep that during bowel resection the instrument would not fire third cartridge. The procedure was completed by opening another device. There was no consequence to pt.